Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection was done and observed that the stressmembrane flange has been damaged with white stress mark and crack on the flange resulting the white cap difficult to open. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, two (2) small volume intermates were observed damaged. The event was further described as a crack in the flange which caused the white cap (fillport cap) to be difficult to open. There was no patient involvement. No additional information is available.